Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient implanted with a neurostimulator (ins). It was reported that patient is in hospice care, and for some reason, the ins turns off on its own and the patient complains of pain. Patient's ins is charged every 10 days or so when they previously charged every week. The caller noted that this is okay since the patient is not moving as much. The caller was asked about the battery level of the ins when the ins is turned off. The caller initially stated she didn't know but then alleged that the ins battery is full. Reviewed with the caller the possibility of the ins battery depleting (since the patient's ins is not getting charged as frequently), but the caller began to argue. The caller stated they will follow up with the hcp. No further complications were reported.